Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that when the patient was undergoing open heart surgery when the right ventricular (rv) lead triggered a warning for high impedance. The impedance was within normal limits at a device check the following day and the rv lead remains in use. No patient complications have been reported as a result of this event.